Manufacturer narrative:
Continuation of concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot : rev. 1 : s/n t1709aaj / gr11216, ubd: , UDI: product ID: bi71000183, serial/lot : rev. 1 : s/n (B)(4) , ubd: , UDI: device evaluated by MFR: analysis of the generator control found no fault. The complaint could not be confirmed. Analysis of the control board found electrical component failure; defective printed circuit board assembly (pcba). The system did not ready. The system control board was unable to power to the generator interface. Conclusion code 67 and result code 213 pertain to the generator control. Conclusion code 4307 and result code 4203 pertain to the control board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the generator board for the imaging system was replaced as the unit was not producing proper output voltages. The imaging system then passed the system checkout and was found to be fully functional. The board was returned to the manufacturer. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the imaging system, the system did not beep following a reset to complete initialization. Additionally, it was reported that the generator control board was not receiving voltage. There was no patient present when this issue was identified. No additional information was provided.